Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a routine supply change was confirmed proper, the user¿s blood glucose rose to 283 mg/dl and subsequently decreased to 61 mg/dl, suspected due to automated correction by the ilet algorithm; caregiver provided half a banana and lunch, and education on meal announcements and hypoglycemia treatment was provided. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrate and no medical assistance or hospitalization. Investigation included review of device use, supply change steps, and available reports with user and caregiver education. Investigation of this case revealed no device malfunction related to supplies and a likely algorithm-driven correction following hyperglycemia. It was concluded that the event was hypoglycemia with unclear cause and user education was completed.